Event description:
It was reported that the lead safety switch (lss) of the pacemaker was triggered due to right ventricular (rv) pace impedance less than 200 ohms. The rv threshold had also increased to 2-3 v since the routine pacemaker replacement the month before. Myopotential noise was noted since the lss switched the programming to unipolar. The rv lead was replaced on (B)(6) 2024. It was not reported whether the lead would be returned. No patient complications were reported.